Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving ropivacaine and bupivacaine via an implanted pump. It was reported the patient's pump had been empty for about 4 days and they were scheduled to have new medication put in today. It was noted the pump was giving an warning alarm and then critical alarm. The patient was implanted in brazil and they put in ropivacaine and within a week the medication was out due to high dosing. The new managing physician was going to increase it but states they not sure about the dosing or concentration. It was noted the doctor is not refilling with the ropivacaine but is refilling with bupivacaine. The patient stated the warning alarm started thursday (B)(6) 2019 and critical alarm started on friday (B)(6) 2019. Patient had no symptoms but did report the doctor told the patient to go to the ER and have them put saline into the pump however the ER would not put anything in the pump.